Event description:
The customer stated that the batteries are lasting for less than a week. The customer noted corrosion inside the battery compartment. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube. No further testing could be performed due to the blank display.